Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-36670. It was reported that the patient presented for generator change procedure. It was previously noted that the slack on patient's left ventricular (lv) and right atrial (ra) leads was pulled out. Furthermore, the lv lead was found to have pulled back. Therefore, the physician elected to explant and replace both the lv and ra leads. The patient was discharged after the procedure.

Manufacturer narrative:
The reported events for lead dislodgement and lead slack issue were not confirmed. A complete lead was returned in two pieces for analysis. Visual inspection and x-ray examination of the lead found no anomalies except for damages consistent with procedure damage.